Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting faster than expected. Reportedly, the pump was at 80% battery life and when the customer plugged the pump into charge the battery gauge dropped to 15% battery life. Customer's blood glucose level was 144 mg/dl. Customer has back up manual injections for continued insulin therapy.